Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. No patient condition was reported. Additional information was requested but not yet received.

Event description:
Additional information received indicated that the over-sensing was discovered remotely via merlin.net and the patient was asymptomatic. Programming changes were made. The patient was stable throughout.